Event description:
It was reported that the pump battery depleted too fast. There was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to put the pump into storage mode before returning it and was informed to send back the defective pump using a pre-paid label within 10 days. A replacement pump was scheduled to be provided, and the customer continued using the current pump for insulin delivery as a temporary solution.